Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side implant "looks like it's been broken," the patient was distraught and crying. Device remains implanted.